Manufacturer narrative:
This report was initially submitted following notification by a customer in france regarding failure of the vidas® analyzer to generate a pressure alarm the c2 position. The impacted pump (serial number (B)(6)) was submitted for investigation. Biomérieux inspected the pump and found the rubber seals on the pump were missing. A review of manufacturing records showed the seals were properly installed during the manufacturing process. After installation of new seals, biomérieux tested the pump via the pump tester and the functional and operational test. The pump obtained passing results for both tests. The pump is operating within specification.

Event description:
A customer from france contacted biomérieux to report a calibration failure of the vidas® analyzer (reference 412590, serial (B)(4)). The failure occurred at position c2 during calibration of vidas lyme igg. The customer stated the values obtained were too low. Customer service reviewed the logs and found the vidas 3 failed to generate a pressure alarm at the c2 position. A biomérieux field service engineer (fse) visited the customer, performed a functional and operational test (fot), a tv1 error occurred at position c2. The fse then exchanged the c pump and relaunched the fot, all values passed. The customer performed a retrospective analysis for the affected timeframe. There is no adverse patient impact; the retrospective analysis confirmed no assays were performed at section c2 during this time. Biomérieux will initiate an internal investigation.